Event description:
Caller reported that the pump had a cracked and shattered touchscreen, making it unreadable. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump, instructed the caller on how to put the faulty pump into storage mode, and advised them to return it using a pre-paid label within 10 days. Meanwhile, the customer planned to use multiple daily injections as a backup therapy to maintain insulin delivery.